Manufacturer narrative:
H11: corrected data: corrected clinical coding and conclusion coding to section h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device is not available for evaluation as it remains implanted in the patient. The root cause for this event remains indeterminable with the available information. However, the progression of the patients underlying valvular disease pathology and comorbidities, combined with svd likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, four (4) months due to severe structural degeneration and symptomatic severe aortic stenosis. The patient presented with pre-syncopal episodes over the last 6 months. A successful tavr was performed with a 29mm 9600tfx valve. The patient tolerated the procedure well with no complications and was discharged home in good condition on pod # 1.